Event description:
Livanova deutschland received a report that the heater cooler 3t system was not cooling properly and seemed to be stuck. The event occurred during priming. There was no patient impact.

Manufacturer narrative:
H11. Livanova deutschland manufactures the heater cooler 3t system. The event occurred in the united states. Livanova field service engineer was dispatched on site, inspected the device and confirmed that the unit does not start cooling unless either the patient circuit or the cardioplegia circuit is actively circulating. Also, the cooling time resulted higher than device manufacturing specifications. As part of the troubleshooting activities, the ribbon cable connecting the cpu to the distribution board and the power supply were replaced, without solving the problem. According to manufacturer technical service support, the refrigerant shall be recharged. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.